Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number(s) h10k13017, h10j12037 and h10i25030 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the patients are instructed to discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required. This is report 1 of 4 involved in this peritonitis event.

Event description:
This is a spontaneous nurse report from the USA of peritonitis in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on (B)(6) 2010, the patient was diagnosed with peritonitis. That same day, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment information was not provided. It was unknown whether a peritoneal effluent culture was performed. Dianeal therapy was ongoing. The patient was recovering. Medical history was significant for end stage renal disease (esrd), hypertension, diabetes, cardiac disease, and chf (congestive heart failure). The patient's concomitant medications were not reported. Per the nurse, the event of peritonitis was not related to dianeal pd4 ambuflex therapy. This is the master complaint for the event of peritonitis.